Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional analysis were performed on the returned device and the outer member was found to be stretched proximal to proximal seal. The reported difficulty positioning the balloon dilatation catheter over the guide wire was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty positioning the bdc over the guide wire. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that procedure was to treat a lesion located in the right coronary artery (rca). A 2.5 x 20 mm trek rx balloon dilatation catheter (bdc) was loaded on the bmw universal ii guide wire; however, it would not advance on the guide wire. A new device was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided. The returned device revealed that the outer member was stretched proximal to proximal seal.